Manufacturer narrative:
The catheter was returned with the balloon latex torn off the catheter tip; the balloon material was not returned. There was some latex observed on both proximal and distal bond sites. The contamination shield, the introducer and the syringe were not returned. All through lumens were tested for patency and leakage and no leakage or occlusion was found. There was no visible damage was observed on the catheter body. Visual examination was performed under 10x and 40x magnification. The complaint was confirmed. Although the root cause of the event could not be conclusively determined, there are no indications that this is related to the manufacturing process. It is not known if procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon at the catheter tip was found to be ruptured. It was indicated that the balloon was not on the tip, only the "stuck" edges of the latex were noted on the catheter. There were no patient complications reported.